Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) india. Livanova has initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 in the patient circuit will not start (e05). The error appears intermittently after replacing the distribution board and circulation motor. There is no report of patient injury.